Manufacturer narrative:
(B)(4).

Event description:
The health care professional (hcp) reported that the device was "not doing what it was supposed to" and the patient was going to contact a physician about the issue. The reported symptom was pain at the back. They had back pain for years and it was not related to the stimulation system. The back pain was the reason for the patient having an ultrasound and electrical stimulation. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome, troubleshooting performed, or actions/interventions taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.